Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open box (12 unopened pouches). Analysis and results: there are no previous complaints of the same reference-batch. Received one open box of the reference g0022233 (monosyn violet 1(4) 70 cm ds30) and batch 115522 with a double front label on the box. The open box received has been checked, and all 12 units are from the reference g0022233 with batch 115522, as labeled. The other front box label (below the front box label of the reference g0022233) refers to another monosyn reference g0022216 (monosyn violet 2/0 (3) 70 cm ds24). This mistake was produced during the packaging step at the moment of preparing the shipment in the warehouse. The involved personnel in the packaging step did not notice that the box was already labeled. Both products were labeled one after the other. Line clearance was not correctly done. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an accidental and isolated problem and the remainder of the batch is correct. We take note of this incidence and the involved personnel has been warned about this issue. Final conclusion: taking into account that the box received does not fulfill the specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Customer indicates that the label of the product may not represent the product in the package, particularly the size of the suture.